Event description:
The pt called and advised that a lawyer contacted him about a class action suit and he wanted to know if his stents were recalled. He has 5 stents, 4 of which are cypher. The first was the non-cypher, implanted in 2003. He reports another area was stented several months later, then two more, then CABG x 2, then another cypher was implanted one month after CABG. Twenty-one days later, there was an mi from a clot in a stent. He stated that several stents were to re-open blocked stent areas. He was recently hospitalized with chest pain and reports that another stented area is blocked. Pt does smoke. This represents notification of four unknown cypher stents. These proudcts are not available for testing and evaluation.